Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the physician's observation, looking at the centralized stenosis and the timing of the appearance, the root cause of stenosis might be due to the intimal hyperplasia. Restenosis is considered related to progression of arteriosclerosis and is a natural physiologic response to angioplasty and stent placement. Factors that may have influenced this event include pt, procedural, pharmacological and lesion. Abe, h., t., iwaasa, m., takemoto, k., & uda, k. (2010). A case of filter wire protection induced carotid artery stenosis after cas. No shinkei geka 38(1): 67-71.

Event description:
Index procedure consisted of placing a stent in an 85% stenosed internal carotid artery. The target lesion was easily crossed with the angioguard and the filter basket was deployed slightly proximal to the carotid canal. Pre-dilatation was conducted for 30 seconds. A precise stent was placed from internal to common carotid artery to cover the entire lesion. Post-dilatation was conducted and the filter basket was retrieved without any complications and the procedure was completed. At this point, there was no dissection or stenosis noted in the vessel where the filter basket was deployed. Three months after the index procedure, follow up by CT angiography showed that the stented area was patent and no re-stenosis was observed. Compared to the CT performed one week after the index procedure, mild irregularity at the position of filter basket deployment was noticed. The stenosis found was noted not to be significant so it was decided to monitor the pt carefully. Aspirin was stopped, and only clopidogrel was administered for anti-platelet treatment. Six months after the index procedure, follow up angiography revealed severe stenosis in the area where the filter basket was originally deployed.